Event description:
A technician reported that during a glaucoma filtering shunt procedure the shunt would not release from the inserter. Another shunt was used instead. There was no harm to the patient. No further information is expected.

Manufacturer narrative:
No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by fax. (B)(4).